Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent escape button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. The customer's blood glucose value at the time of incident was 181 mg/dl. The event occurred during normal use. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.